Event description:
Customer stated she is a new user of the device (first use). She reported that on (B)(6) 2011 at 10:02 am, her blood glucose was 138 mg/dl and she was eating about 15 grams of carbohydrate, so she took a 0.5 unit insulin bolus. At 11:53 am, her bg had risen to 260 mg/dl and she was having another 12 grams of carbs, so she took an add'l 2.95 units. At 12:42 pm (no bg result reported) she had 50 more grams and another 5.0 unit bolus. At 2:45 pm her bg was up to 334 mg/dl and she bolused another 2.7 units, at which time her bg began to decrease. It was 296 mg/dl at 3:37 pm and 231 mg/dl at 4:42 pm.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. An air bubble equivalent to 5-6 units of insulin in size was found in the reservoir. This typically occurs due to the customer injecting air during the fill process, rather than because of a device failure nor mfg defect. User error is considered to have caused the product to fail to perform as intended and contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warn to "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," and that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." Insulet has initiated an internal investigation into this issue. The investigation is in progress as of the date of this report.